Event description:
Additional information received indicated that the device was explanted and replaced. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited long charge time. Additional information was requested and not received.